Manufacturer narrative:
The biomedical engineer reported that the telemetry transmitter is overheating during use on patient, no patient harm occurred, the unit just got warm. The biomedical engineer stated he wanted to return the unit and get a replacement unit but has not returned the device to date. Investigation summary: based on the available information, a definitive root cause could not be identified. Possible causes of the issue are improper battery insertion and defective battery. The operator's manual provides instruction on how to properly insert the batteries on the device. A design change has been made to prevent overheating by short circuit caused by improper insertion of batteries. No further corrective actions necessary.

Event description:
The biomedical engineer reported that the telemetry transmitter is overheating during use on patient, no patient harm occurred, the unit just got warm.

Manufacturer narrative:
The biomedical engineer reported that the telemetry transmitter is overheating during use on patient, no patient harm occurred, the unit just got warm. The biomedical engineer stated he wanted to return the unit and get a replacement unit but has not returned the device to date. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if or when additional information becomes available. (B)(4).

Event description:
The biomedical engineer reported that the telemetry transmitter is overheating during use on patient, no patient harm occurred, the unit just got warm.